Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that no a7 (temporary basal rate over) alert was displayed after a temporary basal rate ended and the infusion device did not vibrate or beep. The pt experienced low blood glucose of 28 mg/dl as a result and nearly lost consciousness. She was assisted in treating low blood glucose by her daughter. The pt ate and stopped insulin delivery. No further information is available. The infusion device was replaced and requested to be returned for evaluation.